Event description:
The following has been reported: biomed reported: "lvp-0004 - (B)(6). No patient harm/did not stop an infusion. Several alarms concluding in "change pump". 04/10/2026: biomed reported that they did not retain the set used. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.